Event description:
It was reported that the customer had a battery issue on the insulin pump. Customer changed the battery and it was fine after that. Customer also had lost sensor alerts on the pump. Customer thinks where the pump and sensor were located may have been too far from each other. Customer stated that the sensor can read up to 50 points different at times and their sensor glucose reading is below threshold suspend. Customer stated that their sensor glucose reading can be 240 mg/dl and their blood glucose level will be 225 mg/dl or 230 mg/dl. However, sometimes their sensor glucose reading will go up to 280 mg/dl or 290 mg/dl. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.